Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient said probably last wednesday they noticed the stimulator go into their back, where the wire connected to the implant, there was like a little bulge that they never noticed before. Patient said it did not hurt but they noticed it when taking a shower. Reviewed implanted system information. Patient said they have not had any falls or other medical tests/procedures but they have recently been digging rocks. Redirected to report the information to their healthcare provider. Offered and sent email with quick guide.